Manufacturer narrative:
No product was returned for evaluation. The report of multiple pump stoppages as a result of a total loss of power to the system controller was confirmed based on the evaluation of the submitted system controller log file. The log file captured normal pump operation at the fixed speed of 9200 rpm with stable parameters for the first approximate 10 days of the log file. No atypical alarms were captured until the lines of data directly following timestamp 45 days, 3 hours, and 39 minutes when a sequence of pump stoppages were captured, which were associated with low speed advisory/hazard, low battery advisory/hazard, and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. The pump stoppages were associated with a time stamp reset to 0 days, 0 hours, and 0 minutes, indicating a complete loss of power to the system controller. Multiple power cable disconnects occurred during the sequence of events. Following the last pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters and the remainder of the log file contained no atypical events or alarms. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced prior suspected percutaneous lead compromise resulting in use of an ungrounded power module patient cable was reported under medwatch MFR report #96-2015-01984. Approximate age of device ¿ 3 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the implanting center at approximately 5pm due to alarms received when changing support from battery power to the power module and ungrounded patient cable. The alarms reported were: 4 flashing lights and then the normal single green ''pump running'' circle when the power supply to the white power cable was exchanged, and 2 red lights and 4 flashing green lights when the black power lead was exchanged. The patient has been supported on an ungrounded patient cable since (B)(6) 2015 due to a history of pump stoppage and suspected percutaneous lead compromise. The patient presented to the implanting center where the system controller event history was reviewed. Three clock reset events were observed having occurred within 1 minute of each other, at approximately 4:28pm. The patient's external system components were examined and all were reported to appear to be within normal operating condition. An attempt was made to recreate the reported alarms at the implanting center. Using the patient's same equipment, the system's power source was changed from battery to power module ac, but the event was unable to be replicated. During the exchange, the power cable disconnect visual was demonstrated and the patient confirmed that was what they had reported seeing; no atypical alarms occurred and normal pump operation continued. Review of the system controller log file by a representative of the manufacturer's technical services team noted 4 pump stop/low speed advisories at approximately 4:28pm on (B)(6) 2016. The speed drops and the system controller's internal clock reset were the result of a low voltage situation. It was reported that the patient was not symptomatic during the reported pump stoppage events. The patient remains ongoing at home with the same equipment and will continue to be seen in the outpatient clinic for follow-up and close monitoring.